Event description:
It was reported that the pt had a confirmed granuloma around the tip of his intrathecal catheter. The pt presented with lower extremity weakness, and the doctor sent him for a CT. The CT did apparently confirm the formation of a granuloma. The pump delivered dilaudid at a concentration of 10 mg/ml and a dose of 3 mg/day. He was scheduled to see a doctor and explant as soon as possible, but no surgery date had been scheduled. The pt was still receiving 3 mg/day of dilaudid until a new tack of oral medication can be taken. The reason he was put on a pump was that he did not tolerate oral opioids to the point of benefit. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).